Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4 lbs due to moisture damage force sensor resistor. The insulin pump was received with slight moisture damage on the motor assembly. The insulin pump was also received with cracked reservoir tube lip, scratched lcd window and cracked case at the display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out after the motor stopped. The insulin pump will be replaced and will be returned for analysis.